Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call that the customer was experiencing high blood glucose levels. Her blood glucose level was over 600 mg/dl. The customer was not feeling well and vomited. She was taking boluses to treat her high blood glucose level. The infusion set cannula was bent at a 90 degree angle. The customer declined to continue troubleshooting. The device was not returned.